Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 09/14/2024, the patient was resting inside their house waiting for lunch when the cgm alarmed with a very low reading of 36 mg/dl (labeling indicates the device does not display values below 40 mg/dl). A bg reading was not checked during this time. The patient started shaking/convulsing. The patient's spouse gave the patient 15 grams of transcend glucose gel and called paramedics. When paramedics arrived, the patient was in stable condition. They checked the patient's bg and it was 46 mg/dl while the cgm was still displaying 36 mg/dl and they checked the patient's blood pressure. The patient declined to go to the hospital. At the time of the report the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator during the time the patient was symptomatic. The reported glucose values fall within the a zone of the parkes error grid when paramedics compared bg and cgm values. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.